Manufacturer narrative:
Additional information: b5; d10 (concomitant device was reported as "cv-180" [evis exera ii video processor]).

Event description:
From the results of due diligence with the user facility, the following additional information was provided regarding the suggested phenomenon: 1. What was the intended procedure (name)? Unknown 2. Type of procedure (therapeutic or diagnostic)? Diagnostic 3. Were any other devices involved in the event? Yes a. If yes, please list them and provide model/serial number(s) if possible cv-180 4. Was there any delay in the procedure in which the subject device was used? No a. If yes, how long was the delay and was the patient under general anesthesia? 5. Was the intended procedure completed? Yes 6. Was the same device used to complete the procedure? No a. If no, were there other devices used to replace the subject device during the procedure? Yes I. If yes, please list the device model(s) and serial/lot number(s) if known cv-180 &clv-180

Event description:
It was reported the light was flickering from the xenon light source during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's reportable malfunction of light flickering in the device was confirmed. Based on the results of the investigation, it is presumed that the event occurred due to faulty turret unit. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.